Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that before use of the bd plastipack¿ syringe the plunger was damaged, foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: syringe with damaged plunger (stopper).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipack¿ syringe the plunger was damaged, foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: syringe with damaged plunger (stopper).